Event description:
It was reported that an intra-aortic balloon (iab) and a cs300 intra-aortic balloon pump (iabp) was used on a patient with cardiac failure. Blood was noted in the iab catheter when starting iabp therapy. Another iab was inserted in the opposite leg to continue therapy. Mild tortuosity and sclerosis, and severe calcification were noted in the patient¿s vessel. Japan getinge deems this as an adverse event ¿because the patient was given an additional incision for insertion of the iab catheter¿. However, no patient harm or death was reported. There was no reported malfunction of the iabp. This complaint is related to mfg report# 2248146-2018-00655.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The getinge (B)(6) representative reported that no repair or inspection was performed on the iabp, as there was no alleged malfunction of the unit.

Event description:
It was reported that an intra-aortic balloon (iab) and a cs300 intra-aortic balloon pump (iabp) was used on a patient with cardiac failure. Blood was noted in the iab catheter when starting iabp therapy. Another iab was inserted in the opposite leg to continue therapy. Mild tortuosity and sclerosis, and severe calcification were noted in the patient¿s vessel. (B)(6) getinge deems this as an adverse event ¿because the patient was given an additional incision for insertion of the iab catheter¿. However, no patient harm or death was reported. There was no reported malfunction of the iabp. This complaint is related to mfg report# 2248146-2018-00655.